Manufacturer narrative:
Additional information: b5, d6a, d6b, d8, e1 (first name, last name, phone number), e4 (email). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during visual inspection, the external cuff of the catheter was ruptured (tear / crack). It was also stated that the catheter did not present any leak. However, it was changed with another catheter. There were no other deficient products used during the event; the catheter was not repaired; there were no patient symptoms or complications associated with this event; and, the event did not lead to or extend patient hospitalization. Saline solution was used as cleaning agent to clean the entire catheter; tego was not utilized; there was no blood loss; blood transfusion was not required; there was no luer adapter issue; the insertion site was not treated prior to product placement; and, nothing unusual was observed on the device prior to use. Flushing was performed with saline solution; there was no other product being utilized with the device; there were no other defects/damages found on the product where the issue was observed; and, repositioning of another catheter was done as the medical intervention to the patient. There was no ointment utilized with the exit site; sterile aposites were used for the wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area, and the patient was not responsible for any type of catheter maintenance. The cleaning agents were not mixed (the patient only used antibacterial soap and water). Sepsiderm was used to clean the catheter post operatively, there were no changes for the cleaning agent, and the patient was not using any type of cleaning agent or antibiotic on the catheter. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during visual inspection, the external cuff of the catheter was ruptured. It was also stated that the catheter did not present any leak. However, it was changed with another catheter. There were no other deficient products used during the event, the catheter was no repaired, there was no patient symptoms or complications associated with this event and the event did not lead to or extend patient hospitalization. Saline solution was used as cleaning agent to clean the entire catheter, tego was not utilized, there was no blood loss, blood transfusion was not required, there was no luer adapter issue, the insertion site was not treated prior to product placement and nothing unusual observed on the device prior to use. Flushing was performed with saline solution, there was no other product being utilized with the device, there were no other defects/damages found on the product where the issue was observed and repositioning of another catheter was done as the medical intervention to the patient. There was no ointment utilized with the exit site, sterile aposites was used for the wound dressing and it did not include any cleaning agents or antimic robial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area and the patient was not responsible for nay type of catheter maintenance. The cleaning agents were not mixed (the patient only use antibacterial soap and water).sepsiderm was used to clean the catheter post operatively, there was no changes for the cleaning agent and the patient was not using any type of cleaning agent or antibiotic on the catheter. There was no reported patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted both photos showed a green circle drawn around the cuff site and gauze under the green circle at the cuff site. There was a pointy metal instrument near the cuff site, and there was blood at the insertion point of the patient. It was reported that there was a crack on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the external cuff of the catheter was ruptured. It was also stated that the catheter did not present any leak. However, it was changed with another catheter. There were no other deficient products used during the event. The catheter was not repaired. There were no patient symptoms or complications associated with this event, and the event did not lead to or extend patient hospitalization. There was no reported patient injury.